Manufacturer narrative:
The part was received for further investigation and the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported a no ac power condition. Patient involvement is unknown.